Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was rpeorted that the pt had severed calcification and severe tortuosity. The pt also had severely advanced peripheral vascular disease. The physician was having difficulties advancing the stent graft to the intending landing zone. After several attempts the physician elected to stop the endovascular procedure and the pt was sent for open surgical repair. No additional sequelae were reported and the pt is fine. The stent graft will not be returned to medtronic.